Manufacturer narrative:
Concomitant medical products: product ID 388928, lot# 0211023815, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer was implanted due to urinary incontinence. After the surgery, it was found the wound infection, it might be the consumer¿s physique or the consumer often touched the wound. The implantable neurostimulator (ins) was moved by side and the physician had helped the consumer debridement. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.